Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), a powerflex pro ruptured at six atmospheres (6 atm) when it was delivered to the lesion as a post-dilation. The device was replaced with a non-cordis balloon catheter and the procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the right external iliac artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was stored and handled according to the instructions for use (IFU). There were no damages noted to the box, pouch, hoop or balloon sleeve. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU) and there were no anomalies noted during prep. The device prepped normally. There were no difficulties removing the product from the hoop or sleeve or from the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient.  The device was not returned for analysis. A device history record (DHR) review of lot 17478779 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) a powerflex pro ruptured at 6 atm when it was delivered to the lesion as a post-dilation. The device was replaced with a non-cordis balloon catheter and the procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the right external iliac artery. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The product was clinically used will not be returned for analysis. The product was stored and handled according to the instructions for use (IFU). There were no damages noted to the box, pouch, hoop or balloon sleeve. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU) and there were no anomalies noted during prep. The device prepped normally. There were no difficulties removing the product from the hoop or sleeve or from the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.